Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was making screeching noise while it was rewinding. Piston inside the reservoir compartment was moving up and down fine. Customer did a self-test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.